Event description:
Clinical study. It was reported that 519 days after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). The lesion being treated was a 3.0mm, 80% stenosed, 4mm long portion of a previously stented portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct placement of a taxus express2 3.00 x 8mm study stent overlapping the previously placed stent by 4mm. There were no reported complications. A non bsc stent was placed in the mid right coronary artery (mid rca). The pt was discharged the next day on plavix and aspirin. Five hundred nineteen days after the initial procedure the pt required a tvr. The physician placed a non bsc stent in the mid lad to treat in-stent restenosis. The physician noted the relationship of the tvr to the taxus stent as "probable." The pt was discharged the next day.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.